Manufacturer narrative:
Batch review performed on 25 june 2019: lot 1810283: (B)(4) items manufactured and released on 02 april 2019. Expiration date: 2024-03-20. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Visual inspection performed by r&d hip project manager. During the analysis it is evaluated that the threaded part of the terminal is scratched and in addition also the threaded of the cup has some scratches. We have functionally evaluated the screw of the cup with the terminal evaluating that the connection is blocked during screwing phase. Probably the user impacted the cup before complete the screwing phase and this damaged the thread. The instrument is ce marked by supplier.

Event description:
The surgeon was not able to engage the mpact cup with the cup impactor correctly (not straight). The surgeon engaged the thread part of the instrument with the implant and tried to impact, but he was not able to set the mpact cup correctly. The surgeon used a bigger cup (same size cup not available) and a new cup impactor completing successfully the surgery. The event caused 30 minutes of delay in the surgery.